Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keys of insulin pump were sticking. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.